Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 complete initial reporter establishment name: (B)(6).

Event description:
It was reported that the duodenovideoscope has been used during the 2 months that the facility had not performed the cleaning solution checked on 4 reprocessing units. The issue was found during reprocessing. There were no reports of patient involvement.